Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the device due to hydrocephalus around (B)(6) 2015. The patient had a sudden epileptic coma and was sent to hospital on (B)(6) 2018. They underwent a magnetic resonance imaging (MRI) and CT examination in the hospital on (B)(6) 2018, and the ventricle was significantly enlarged. At present, the patient was still in a coma and was hospitalized. It was requested to have the pressure setting of the device adjusted.